Manufacturer narrative:
This report is based on information provided by philips field service engineers (fse) and remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. The complaint was escalated for technical investigation, which revealed that the heartstart xl+ defibrillator/monitor had a broken button panel membrane due to wear, necessitating repair with the replacement of the xl+ kit-front case assy. Based on the available information and testing conducted, the confirmed cause of the reported problem was the button panel membrane being broken due to wear. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device button panel membrane was broken due to wear. There was no patient involvement.